Manufacturer narrative:
Per the clinic, it was reported that the patient was administered oral and topical antibiotics (date not reported). It was also reported the electrode lead had extruded.

Manufacturer narrative:
This report is submitted on august 6, 2018.

Event description:
Per the clinic, the patient developed persistent infections and subsequently the device was explanted on (B)(6) 2018. It is unknown if the patient was reimplanted with a new device during the same surgery.